Event description:
It was reported that this right ventricular (rv) lead had fracture. It exhibited impedance issues and loss of capture (loc). This lead was surgically abandoned. No additional adverse patient effects were reported.